Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and ran several lld test in diagnostic software and received error codes in positions 2,3,4,5, and 7. The fe replaced the tube lifters in positions 2,3,4,5, and 7. The fe reran lld in diagnostic software without error codes. The fe also ran lld in oas software without error codes. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).